Manufacturer narrative:
(B)(4) device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: were there any intra-operative complications during the implant that took place on (B)(6) 2018? No. Per our last communication the op-note was not complete. If completed, was the device found in the correct position/geometry at the time of removal? Dictation not available.

Manufacturer narrative:
(B)(4). The DHR of lot 16253 was reviewed. No ncs, reworks, or defects related to the product complaint were found. Additional information requested and received: is the patient currently taking steroids / immunization drugs? No. When was the linx device implanted? On (B)(6) 2018. Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? No. Was the device found in the correct position/geometry at the time of removal? Unknown. Was a new linx placed after this one was removed? No placement of linx. Linx band size 14 lxmc14 - (B)(4), lxmc14 lot 16253. Removed for dysphagia, diet is limited, and has difficulty even swallowing liquids. Has not responded to medication management including steroids, also didn't respond to dilation that was completed on (B)(6) 2018 and (B)(6) 2019. She was on several courses of prednisone. Hospitalized (B)(6) 2018 due to the pain-esophageal spasm and difficulty swallowing. Trialed on diazepam (B)(6) 2018 not effective. The following information was requested, but unavailable: were there any intra-operative complications during the implant that took place on (B)(6) 2018? Per our last communication the op-note was not complete. If completed, was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that post implant of lxmc14, ((B)(4)), pain with swallowing, the patient diagnosed.